Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of high (tested on the meter) with nausea, vomiting, extreme fatigue and large ketones. The patient was taken to the emergency room and treated with IV fluids and insulin. Customer support (cs) completed troubleshooting and the basal delivery totals in total daily dose do not match, the variation is due to known cause. Cs determined that the variation cause was cartridge change, battery change and suspension. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the meter was not returned with the pump. The last basal delivery and the last bolus delivery were on (B)(6) 2015. The bb shows partially delivered boluses recorded on (B)(6) 2015 at 14:03, 14:07 and 14:20. Due to occlusion alarms; deliveries were interrupted during this time. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Investigators manually performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.